Manufacturer narrative:
(B)(4). Concomitant medical products: 00599404014, articular surface with locking screw "size green/e f 14 mm height", 63619865; 00598800500, stemmed tibial component precoat a/p wedged for cemented use only size 5, 63765778; 00598800526, tibial block and screws precoat size 5 5 mm thickness, 63813856; 00598801013, stem extension straight 13mm dia x 100mm length(combined length 145mm), 63561467; 00598802012, stem extension offset 12mm dia x 100mm length(combined length 145mm), 63626515; 00599003510, prc agmt block dist sz e 5mm, 63758757; 00599003510, prc agmt block dist sz e 5mm, 63832537; 00599401591, femoral component option for cemented use only size e left, 63863129. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04277, 0001822565-2018-04278, 0001822565-2018 04279, 0001822565-2018-04280, 0001822565-2018-04281, 0001822565-2018-04283, 0001822565-2018-04284, 0001822565-2018-04285. Device won't be returned.

Event description:
It was reported the patient underwent a knee revision within 1 month post-implantation due to fungal infection. No additional patient consequences were reported.

Manufacturer narrative:
UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.